Manufacturer narrative:
In the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, based on the provided photographic evidence and the conducted investigation it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall. No injury was reported.

Event description:
At the time of pick up arjo service technician noticed that the side rail of the citadel plus bed frame was detached. All 4 screws holding the panel to the metal plate were ripped off. The photographic evidence provided confirmed reported malfunction. The circumstances of the bed damage are unknown. There was no indication of the patient involvement. No injury was reported.